Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor was giving inaccurate readings and triggering the threshold suspend feature on the insulin pump when customer's blood glucose was not low. At one point sensor reading was 67 mg/dl and customer's blood glucose was 319 mg/dl. Troubleshooting for was performed for the calibration issues the customer was having. The customer is returning the sensor for analysis.

Manufacturer narrative:
Inspected one opened/used partial sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bbs test as the sensor is beyond its expiration date. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.